Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), and fatigue. Reportedly, customer was at school and delivered a bolus in anticipation of consuming carbohydrates, however, customer was on a different schedule than normal and carbohydrates were not consumed as anticipated. Reportedly, the customer required assistance to treat bg level via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.